Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The first most distal strut was lifted and pulled distally. The remainder of the stent showed no signs of damage and was tightly crimped. The crimped stent od (outer diameter) for the undamaged portion of the stent was measured. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 12 synergy ii drug eluting stent was advanced to treat the target lesion. However, the device failed to cross the it was noted that the stent struts were damaged. The device was completely removed all together an the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.